Event description:
Per the clinic, the patient experienced skin breakdown and extrusion at the edge of implant coil (specific date not reported). Subsequently, the patient underwent a revision surgery on (B)(6) 2022, in order to reposition the device and skin graft revision. The implanted device remains.

Manufacturer narrative:
This report is submitted on september 21, 2022.

Manufacturer narrative:
Correction: the correct date of awareness is august 31, 2022; not august 29, 2022, as previously reported.